Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet battery was depleting fully within a single day, requiring the user to reset and set up the pump each time it powered off. Logs showed that the battery was fully charged on the night of (B)(6) 2025 but drained by the night of (B)(6) 2025. Multiple follow-up attempts were made, but the user was not available to provide additional information. No blood glucose impact was documented. No symptoms, external assistance, or medical intervention occurred.